Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a revision of hemi tsa to revers tsa procedure, the knob on the slap hammer, ar-9202-14, broke off on the fourth attempt following the extraction procedure steps. The broken piece was discarded. The surgeon used a bone hook retractor (non-arthrex) and a slotted mallet, ar-9231-21, from the bone prep tray to complete the extraction. The instrument broke cleanly into two pieces. Additional information provided 9/19/2018: this was a revision from a hemi arthroplasty with an arthrex apex stem and hardware. No glenoid implants. The surgery was performed because the patient fell and tore her rotator cuff a few months ago. The surgeon felt that a reverse total shoulder arthroplasty would have the best outcome for the patient. Zimmer implants were used for the reverse procedure. Additional information provided 10/2/2018: the original dos was (B)(6) 2017. The following devices were implanted during the original surgery and explanted during the revision: apex humeral stem: ar-9100-10s/10128790. Humeral head: ar-9146-18p/140107415.